Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant in (B)(6) 2008. Following his surgery, patient began suffering from discomfort and pain in his hip. He has significantly elevated cobalt and chromium levels. He has not yet scheduled a revision surgery, but he plans to. Doi: (B)(6) 2008 - dor: unk (unknown side). Patient is a resident of (B)(6). Update: 05/31/2012 - plaintiff fact sheet was received. Part and lot numbers were identified for the head and cup. Doi: (B)(6) 2008 - dor: (B)(6) 2012. There is no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.